Event description:
It was reported that postoperatively the leadless implantable pulse generator (ipg) did not capture ventricle at high output and it was noted the leadless ipg dislodged. The leadless ipg was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.